Manufacturer narrative:
Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the triggers on the compact air drive device were blocked. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date of manufacture was entered as jun 22, 2001 in the initial medwatch report. It has been corrected to dec 18, 2000. The UDI has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The lot number was documented as 15885a in the initial report. It has been updated as n/a. The serial number was documented as n/a in the initial report. It has been updated as (B)(4). Therefore, UDI has been updated accordingly. The manufacturer location was documented as waldenburg in the initial report. The location has been updated to oberdorf. If additional information should become available, a supplemental medwatch report will be sent accordingly.